Event description:
On (B)(6) 2012, a health care professional (hcp) contacted lifescan from the (B)(6) alleging a battery indicator issue with the one touch verio meter. The health care professional (hcp) did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the health care professional (hcp) claimed that the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The health care professional (hcp) did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (12/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/28/2013 and 12/16/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.